Event description:
It was reported by the distributor that an ash split catheter started to leak air. The catheter was removed. A crack was noted in the tube close to where the catheter lumen connects into the joint.